Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Technical assistance support advised customer that the lamp was likely reaching end of life and replacement of the bulb was recommended, as low lamp output can impact narrow band imaging functionality. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had low lamp output during inspection for use. There were no reports of patient involvement.